Manufacturer narrative:
This report is submitted on may 1, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient underwent skin flap revision surgery in 2017 (exact date not reported).